Manufacturer narrative:
Review of device manufacturing record history was not confirmed as device lot number was requested, but not provided. The device remains implanted. Therefore, direct product analysis was not possible. Instructions for use warnings section state, w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis in applications other than the endovascular grafting of superficial femoral, iliac arteries or the venous anastomosis of the arteriovenous (av) access circuit.

Event description:
Reviewed was an article, "preoperative protective endovascular covered stent placement followed by surgery for management of the cervical common and internal carotid arteries with tumor encasement", by michael r. Markiewicz, phillip pirgousis, curtis bryant, james c. Cunningham, roi dagan, sukhwinder j. Sandhu, daniel a. Siragusa, arun gopinath, rui fernandes, journal of neurological surgery part b 2017;78(1):52-58. Participating in this study were five subjects who received preoperative stenting of the cervical ica/cca (internal carotid artery / common carotid artery) before surgical resection of head and neck tumors between april 1, 2015, and july 31, 2015. All subjects had squamous cell carcinoma. Three of the five subjects failed radiation therapy before stenting and resection. No intraoperative complications occurred. Embolization of the external carotid artery was performed utilizing an amplatzer IV plug. A heparin bonded gore® viabahn® endoprosthesis was advanced over a rosen wire to the location of the ica and/or cca depending on tumor involvement. There was an urgency to perform resection as soon as possible given the progression of their malignancy; therefore, subjects were often started on anticoagulation on the day of stent placement. As stated, one vascular-related complication occurred in one subject who had decreased vision on the right eye and mild syncopal episodes. He was found to have complete occlusion of the stented segment of the right ica on follow-up imaging. The patient¿s syncopal episode resolved, and his visual deficit improved with fludrocortisone. He went on to develop distal reconstitution at the skull base. Recanalization was not performed due to risk of distal embolization of thrombus and subsequent potential for major stroke. The article results stated one patient sustained a cerebrovascular accident in the study. The patient did not have any major long-term deficit. The reason for the occurrence of their occluded stent cannot be accounted for as they did not have any major risk factors.

Manufacturer narrative:
(B)(4).